Event description:
It was reported that the rear rotation knob turns on its own while a sample is being taken during a breast biopsy procedure. The customer needed to hold the thumbwheel of the probe to keep the probe from turning on its own. The customer was able to complete the case using the same device. No patient consequence occurred.

Manufacturer narrative:
Date sent: 09/11/2008. Evaluation summary: the analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables. Part replaced that was unrelated to the customer complaint was the safety latch. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.